Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue however, the repair of the device has not been completed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was not providing any gas flow through the patient circuit. In addition, when the clinician tried to make changes, the touchscreen was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.